Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 and 3.2 on the main was not responding. The field service engineer reseated all the cables/wires, rebooted and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 3 was not able to recover. The customer stated that this malfunction occurred while dispensing medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.